Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Analysis of the implantable neurostimulator (B)(4) was functionally okay, with insignificant anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that patient had burning and jolting sensation at the battery site when device was on. The device was explanted (B)(6) 2017. No further complications reported.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that there was burning at the implantable neurostimulator site that had been present since implant. There was burning in the pocket site with or without stimulation on. Starting in (B)(6) 2016 there was a thermometer present consistently when charging and interfering with the patient getting a good charge session. The patient does not charge under blanks or pillows or near an ambient heat source. The recharging antenna was damaged. The antenna was replaced to resolve the issue with the recurrent thermometer icon. The patient had an appointment with her health care provider on (B)(6) 2016. The patient stated that nothing can really be done about the burning pain and the health care provider thinks that it is because the patient is ¿super thin.¿ the patient is trying to gain weight to see if that helps. Additional information received on 2017-02-02 from the patient reported that the patient¿s stimulator had a problem. The patient is ¿super skinny¿ which causes the leads to short out. The device tightens up his left side 4 times more than his right side. The patient has one side of his body working right now. This had been occurring for about 6 months. The battery gets extremely hot and burns him. It was noted that the stimulator burns his back. The stimulator is currently interfering with his sleep because it is burning ¿the heck out of him.¿ the device also starts heating up and burning after a few minutes of taking a charge. The patient had been experiencing the battery burning before and recharging taking too long to charge the battery, and they sent him a new charger, but that did not help. The patient¿s surgeon said that if he moves the device that it would probably help with the problem. The patient noted that the surgeon would want a ¿dummy battery¿ to try to place it to see if the stimulator placement under his arm would interfere with his sleep.